Event description:
It was reported that safety mechanism failure occurred with a bd precisionglide¿ needle . The following information was provided by the initial reporter, "verbatim: I have in my office a couple of the syringes listed above. From what I am told by our clinicians is that the safety mechanism is difficult if not impossible to slide into place over the needle. Can you come by and check it out?"

Manufacturer narrative:
The correction is as follows: date received by manufacturer: (B)(6) 2019.

Event description:
It was reported that safety mechanism failure occurred with a bd precisionglide¿ needle . The following information was provided by the initial reporter, "verbatim: I have in my office a couple of the syringes listed above. From what I am told by our clinicians is that the safety mechanism is difficult if not impossible to slide into place over the needle. Can you come by and check it out?"

Manufacturer narrative:
Investigation: customer returned (2) 1ml, 13mm, 27g bd safetyglide syringes (1 wihtout any packaging, 1 in a sealed blister pack) from lot # 8234602. Customer states that the safety mechanism is difficult if not impossible to slide into place over the needle. Both returned syringes were tested and both safety mechanisms were able to properly activate without any observed defects. A review of the device history record was completed for batch# 8234602. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that safety mechanism failure occurred with a bd precisionglide¿ needle . The following information was provided by the initial reporter. "Verbatim: I have in my office a couple of the syringes listed above. From what I am told by our clinicians is that the safety mechanism is difficult if not impossible to slide into place over the needle. Can you come by and check it out?"